Manufacturer narrative:
(B)(6). Race - requested, not provided. (B)(6) explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the 6fr angio-seal evolution was deployed with no issues and everything seemed ok. Bleeding started and would not stop again. The doctor immediately ordered to send the patient to surgery. When they did cut down, there was no device to be found in the tissue or any sign of it, there was just a path where the sheath was. The patient was sent to surgery due to bleeding. The patient was reported to be in fair condition. The procedure outcome was fine. Additional information was received on (B)(6) 2018. The procedure being performed was a venous sinus stent placement. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient does not have a history of a bleeding disorder. It is unknown if the patient was on daily blood thinning medication. Multiple sticks were not performed to gain arterial access. It is unknown if the posterior wall of the artery was punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient did have blood thinning medication, thrombolytic, or platelet aggregators during the procedure; medications given: aspirin, plavix, and heparin. Retroperitoneal bleeding occurred from bleeding from the puncture site. A CT was performed to diagnose the bleeding. No components of the angio-seal were found during surgery. Estimated blood loss was unknown. Hemostasis was achieved by surgery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.